Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to a high blood glucose level of 450 mg/dl. The customer was hospitalized for two days as a result of the high blood glucose level. The customer was wearing the insulin pump during the hospitalization. The customer treated the high blood glucose level at the hospital with insulin through an IV. The customer was assisted after being released from the hospital with troubleshooting the insulin pump. It was discovered through the troubleshooting that the issue with the insulin pump was due to a bent cannula. The customer decided to stop troubleshooting after the issue was discovered to be the bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.